Event description:
It was initially reported in 2012 that the patient was experiencing never having therapeutic effect. The patient had turned stimulation off for the last 2 weeks because the stimulation was causing her pain in the vaginal area. The patient had felt it in her leg in the past. The patient had been programmed multiple times without getting relief. It was also noted that the patient had acute pain at the tailbone; the patient described it as "where the wire is". Stim at times was comfortable and other times not so comfortable. The patient had a good trial but had turned her stimulation completely off. At that time, the patient was trying injection at her ankle to help with incontinence. This program sounded like it was a 13 week course. At the time of this reporting, the patient had not seen her managing hcp (healthcare provider) since (B)(6) 2012. When the patient lays down she didn't feel like she had to urinate but when she sits up then it "just pools down her leg". In later reporting from (B)(6) 2014, the manufacturer's representative noted that were notified about 2 weeks ago for a normal generator replacement. The representative indicated he had spoken to patient prior to surgery, patient indicated the therapy had not been working for her. There was an issue with regard to impedance. The representative had taken out the old lead twice, wiping it down and re-inserting the lead. Impedance showed: c0: 336 ohms c1: >4k ohms c2: >4k ohms c3: >4k ohms. The representative had interrogated the implantable neurostimulator (ins) prior to surgery and no communication. There were no previous old records. The representative had tested via screen box. The patient got good bellows but no toes on 0, 1, 2, and 3 electrodes. The physician did fluoroscope and the lead was doing a j hook vertical, not in the foreman. The lead was not lateral but going medial. The physician will be replacing the lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported that the lead was removed and replaced. She did stimulate well and was programmed and was doing great.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v248952, implanted: (B)(6) 2009, product type: lead; product ID 3093-28, lot# v248952, implanted: (B)(6) 2009, product type: lead; product ID 3031a, serial# (B)(4), product type: programmer, patient. (B)(4).